Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instruments data indicate that the cause for the discordant troponin result was due to a bent reagent probe 2 and a intermittent malfunctioning of the reagent probe 1 cable. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant advia centaur xp troponin result was obtained on a pt sample. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. The pt was admitted overnight to the medical assessment unit with symptoms of chest pains. There was no report of known pt intervention or adverse health consequences due to the discordant troponin result.